Event description:
It was reported by customer that pump issue. There was patient involvement, but not harm. Additional information received: customer states: "there was not an issue with the pump itself, the end user chose the wrong therapy of the medication, which caused the medication to infuse faster than the intended order."

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.